Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The reported events were unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Regarding the difficulty or inability to cross native annulus and/or bioprosthesis, in this case, provided information indicated that guidewire position was not checked after wire insertion. Poor guidewire positioning and/or loss of guidewire placement may cause the delivery system to interact with patient anatomy, leading to the reported crossing difficulty. As such available information suggest that procedural factors (guidewire positioning) may have contributed to the event. However, without return of applicable imagery, there is insufficient information to determine a definite root cause. Regarding the difficulty or inability to withdraw catheter from deployed valve, since the guidewire positioning was not checked after reinsertion, it is possible that the nosecone or balloon caught on the deployed valve during withdrawal and any device manipulation may have caused the valve to jump and embolize. As such available information suggest that procedural factors (balloon/nose cone caught on valve frame) may have contributed to the event. However, without return of applicable imagery, there is insufficient information to determine a definite root cause. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted to reference a related reports. Sections: g3, g6, h2, h11 have been updated. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-01001.

Manufacturer narrative:
E1 phone number (B)(6). This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in france, regarding an implant of a 23mm sapien 3 ultra in aortic position by transfemoral approach. The valve was deployed 90:10 position and the system and guidewire was removed. Severe pvl was observed and the wire was put again in place for post dilation with the 23mm commander delivery system. During the post dilation, difficulties were found during crossing the 23mm sapien 3 ultra. It was decided to pull the delivery system balloon back. At that moment, the valve jumped and embolized into the ascending aorta. The valve was then placed in the descending aorta and the patient was moved for a surgical valve replacement. An edwards surgical valve was implanted and the patient was noted to be stable. The reported potential causes were the patients septal bulge and the delivery system nose cone was trapped in the valve as the guidewire position was not checked after wire reinsertion.